Event description:
It was reported that affiliate received the product and during incoming/labeling operation found the following defect. Unreadable printed label (lot# and expiration date).

Manufacturer narrative:
(B)(4). The complaint indicated unreadable printed label. Two sales unit cartons with six individual sealed packages in each carton returned for analysis. The pressure sensitive labels on the two sales unit cartons were found to have smeared print lot number. One of the carton labels was smeared, but readable, and the other carton label was blurred so that the second character of the lot number was not readable. The sales unit labels on the returned cartons were not printed consecutively. The correct packaging lot number is k4ca82 and the lot number is correct and present in the barcode and the human readable print for the barcode on both of the returned samples. The batch numbers of the individual sealed packages were correct and legible. Lot history records for k4ca82 were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4).